Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ghost failure and noticed failure icon. A technical support specialist ran query to recover the failed drawer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es had failed storage, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.